Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on an unknown date in 1995 and left total hip arthroplasty on (B)(6) 2008. Revision operative reports noted patient underwent a right hip revision procedure on (B)(6) 2008 due to polyethylene wear. Operative report further noted the presence of an effusion, poly wear and loose debris. The modular head and liner were removed and replaced. Revision operative report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to pain, a pseudotumor, and elevated metal ion levels. Operative report further noted the presence of a pseudotumor measuring 17 x 18 cm which contained discolored granular fluid, necrotic tissue, heterotopic bone in the superior acetabulum, and no excessive or abnormal wear on the head. The stem and acetabular cup were noted to be well fixed. The modular head and taper adapter were removed and replaced with an active articulation head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-01735 /-01736).